Event description:
It was reported in 2002 that a radiology tech had complained of headache, backpain, shortness of breath, loss of appetite and fever after disposal of cidex activated. The employee had recently completed a disposal process of the solution by pouring the solution down the drain. The employee was sent to the emergency room and was given pills for the headache.